Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to communicate with electrode belt) was confirmed. Upon investigation the monitor's belt receptacle was snapped from the case, breaking the receptacle wires. The cause of the inability to communicate is the broken belt receptacle wires. The root cause of the damaged receptacle is physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to communicate with an electrode belt.